Event description:
The surgeon reported an induced astigmatism and over-correction in a patient treated for lasik vision correction. At the three month post operative exam the patient presented with a best corrected visual acuity (bcva) of 20/50 os and 20/30 od.

Manufacturer narrative:
(B)(4). An amo field service technician examined the optical alignment and system parameters of the laser and all functions were within the specifications.